Event description:
The customer reported erroneous high platelet (plt) results were generated on four patient samples on their dxh 800 hematology instrument when compared to runs on other instruments. Of the four results that generated erroneous high plt two of the results generated rbc fragment flags. The other two results did not generate any flags. Erroneous results were not reported outside the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and confirmed what the customer reported. The fse found that the rbc diluent pump was leaking internally. The issue was resolved by replacing the rbc diluent pump. Review of the raw data found the following: the algorithm reported falsely high plt values for the samples provided compared to runs on anther instruments. The plt histograms of the falsely high plt sample show slightly elevated lower end than the other. The interferences were not significant enough for the algorithm to set flags. Bec internal identifier: case-(B)(4).